Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 570 mg/dl. The customer stated that her blood glucose is currently at 414 mg/dl and it has been 2 hours since she done any insulin injection. The customer has been doing manual injections. The customer doesn't want to do troubleshooting for the high blood glucose and just wanted to know how to do a correction bolus using the pump. The customer stated that she is fine and will monitor her blood glucose.